Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and programming and calibrations were performed. The fse then replaced the distal set-up joint (dsuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci system training session that error 32100 was reported by the distal set-up joint of universal surgical manipulator (usm) 1. The information provided suggests that the issue remained unresolved, requiring replacement of a system component by an intuitive field service engineer.